Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during ventricular lead procedure, it was noted that the atrial lead was dislodged. The lead was explanted and replaced. The patient was stable.